Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported in an e-mail on 08-feb-2019 that on (B)(6) 2019 she had a surgery to remove a tampon from inside her. She experienced reoccurring urinary tract infections then saw a specialist who surgically removed the tampon.